Event description:
(B)(4) the tbm states there is a crack in the right side of the frame at a weld. The tbm states the broken weld isn't in the seat frame, but the frame itself. The tbm didn't have additional information regarding the end user nor the issue surrounding the chair (B)(4). (B)(6) the tbm called back and it is actually the seat frame that is broken. No other information provided.